Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not power on because the charger was not functioning as expected, requiring use of an alternative power supply and outlet manipulation to illuminate the charger indicator and restore power. Symptoms included no adverse clinical effects, with blood glucose reported at 159 mg/dl and unaffected. Outcomes included no injury, no medical intervention, and no alarms. Investigation included review of device performance and troubleshooting guidance provided remotely. Investigation of this case revealed intermittent charger performance consistent with a suspected defective charging accessory. It was concluded that the event involved a charger malfunction, and a replacement charger was ordered.